Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-00842 pertains to the other device. It was reported to boston scientific corporation that an obtryx halo transobturator sling system was used during a procedure on (B)(6), 2012. This procedure was completed with no complications and the patient was reported to be fine at the conclusion of the procedure. According to the complainant, the patient presented with urinary retention a few days after the procedure (exact date unknown). The physician reported that the patient's retention has resolved, however, she presented with a urinary tract infection (date of onset unknown). The patient was reported to be fine as of (B)(6), 2012. The patient's age was reported to be over 18 years.

Manufacturer narrative:
The complainant reported that the device was not used past the expiration date.